Event description:
It was reported the device exhibited a 45985 error code, screen is red, patient involvement is unknown.

Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the tamper seal to be broken. The device's event history log was not available. Functional testing was conducted. Upon review, the reported problem was duplicated. Device was found to be displaying "45985" error code alarm message with red screen. It was determined that the faulty microprocessor unit board was the root cause and replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.